Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, off no power, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement accuracy test and displacement test due to motor error alarm. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. However, carelink-pro download successful. Cut and open pump to visual inspection no moisture damage found on the electronics, and vibrator assembly. The test p-cap/reservoir does lock into place properly. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, stained keypad overlay, stained end cap sticker, stained address/serial number label. Unable to confirm possible under delivery due to motor error alarm. Motor error alarm during rewind due to corrode the motor home switch confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was treated with manual injection high blood glucose level. The insulin pump had received a motor error. The customer alleged the insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.